Manufacturer narrative:
H3, h6: it was reported that revision surgery of the right hip was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. Without definitive lot numbers a complete complaint history review cannot be performed for the devices involved. A review of the complaint history was performed using the part numbers for the acetlr cup 56 mm and the hemi head 50 mm in search of complaints involving implant failure throughout the lifetime of the product. A similar complaint has been identified and this will continue to be monitored. As no device batch numbers were provided for investigation, a manufacturing record review and device labelling / IFU review/ risk management could not be performed. The parts involved would have met manufacturing specifications at the time of production. If more information is received, this investigation will be reopened. The available clinical information was reviewed. The clinical information provided, of the elevated metal ion levels and the pseudotumor may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Without further information we cannot further investigate or confirm the details supplied in this complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective action is not indicated.

Event description:
*Us legal mdl* it was reported that a revision surgery was performed on the patient's right hip on (B)(6) 2019 due to to pain, pseudotumor, elevated chromium and cobalt levels. The patient outcome is unknown.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Manufacturer narrative:
H3, h6: as of today, device return and additional information has been requested for this complaint but has not become available. The full device details have not been received so a full manufacturing record review cannot be performed. The available medical documents were reviewed and concluded that the clinical information provided, of the elevated metal ion levels and the pseudotumor may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient¿s particular case, our investigation remains inconclusive. No preventive or corrective action has been initiated as a result of this investigation.